Event description:
Caller reported that the patient had an intermittent sensation of "shocking/jolting-that was not intense and started about one month ago." There was no reported accident or incident related to this. Therapy was turned off on (B)(6), 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4).